Event description:
A wallflex biliary rx partially covered stent was used during a stent placement procedure in the mid-distal biliary duct of a female pt in 2007. According to the complainant, "(t) he wallflex stent was placed for palliation of a bile duct stricture, following removal of a prior plastic stent (product and implant date unk). The complainant noted that during the wallflex stent placement procedure, "the stent extended too far out of the papilla, and 2cm of the stent were cut off by argon laser." Reportedly, "the pt had an adverse event of fever with associated lighter-colored stools beginning on (2008) and resolving without sequelae on (two days later, without hospitalization). The pt began experiencing symptoms of cholecystitis beginning on (eleven days later) (68 days post stent placement), including abdominal pain, nausea, and vomiting. The pt was hospitalized for 5 days and given IV antibiotics. The cholecystitis is considered by the (physician) to be possibly related to the wallflex stent exerting pressure on the cystic duct and causing slow flow out of the gallbladder. Also, there was sludge in the gallbladder. The pt underwent a percutaneous gallbladder drain on the next day.

Manufacturer narrative:
The device remain implanted; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undertermined. A search of the complaint database revealed no add'l complaints recorded for this lot. The jan. 2008 15-month wallflex biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.